Event description:
As reported, during high-risk percutaneous coronary interventions (pci) requiring mechanical circulatory support, the hemostatic valve of the performer introducer is "notably fragile" compared with other models, "potentially leading to severe bleeding complications." There has been no report of patient harm. Additional information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, during high-risk percutaneous coronary interventions (pci) requiring mechanical circulatory support, the hemostatic valve of the performer introducer is "notably fragile" compared with other models, "potentially leading to severe bleeding complications." There has been no report of patient harm. Additional information was received 11jun2025 and 07jul2025. The ¿batch¿ number is unknown. The hemostatic valves did not actively leak during the procedures; however, when removing the 17-french catheters, the valves broke. Minimal resistance was encountered upon insertion of other devices through the sheaths; however, a ¿lot¿ of resistance was encountered during removal of other devices through the sheaths if the arteries were calcified. Per the reporter, the valves breaking is a "nuisance but not life threatening" and "not a product issue so much as a combability issue with our catheter". Investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions/specifications, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The customer did not provide the lot number to cook, and a search of global sales was unable to definitively determine the lot; therefore, the device history record and complaint history could not be reviewed. The product IFU states ¿the maximum diameter of the instrument or catheter to be introduced should be determined to ensure that it will pass through the introducer.¿ the IFU also states ¿all instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that procedural issues contributed to this event. The hemostatic valves did not actively leak during the procedures; however, when removing the other manufacturer¿s 17-french catheters, the valves broke. The outer diameter of the other manufacturer¿s 17-french catheter is listed as 5.9mm (the tolerance is unknown); which leaves very little space between the catheter and sheath. The performer IFU cautions that all instruments or catheters used with the introducer should move freely through the valve and sheath. Additionally, the other manufacturer¿s website contains information noting that the catheter should be delivered via an 18-french braided hydrophilic delivery sheath (although the IFU for the other manufacturer¿s catheter does not mention use of a hydrophilic or braided sheath). The performer introducer used in this case is not hydrophilically coated, nor is the device braided. The IFU for the other manufacturer¿s catheter cautions to discontinue the procedure if severe difficulty or strong resistance is met at any stage of the procedure and warns ¿make sure the femoral artery diameter is sufficiently large prior to insertion.¿ the risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: b5, h6 (annex a). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 11jun2025 and 07jul2025. The "batch" number is unknown. The hemostatic valves did not actively leak during the procedures; however, when removing the 17-french catheters, the valves broke. Minimal resistance was encountered upon insertion of other devices through the sheaths; however, a "lot" of resistance was encountered during removal of other devices through the sheaths if the arteries were calcified. Per the reporter, the valves breaking is a "nuisance but not life threatening" and "not a product issue so much as a combability issue with our catheter".